Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. D10 - therapy dates are estimated. Further information was requested but not yet received.

Event description:
It was reported that during an elective explant procedure on (B)(6) 2025, the l1 lead snapped, and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken in the future.